Event description:
A malfunction alarm with the code "malf 16" was reported, but there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced as it was covered under warranty. The customer was instructed on how to put the pump into storage mode and agreed to return the malfunctioning pump using a prepaid label. Meanwhile, the customer planned to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery.